Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 2.75x24mm promus element plus stent delivery system (sds) was advanced to an unspecified target lesion and it was noted that during the passage between the connection between the unknown guide catheter and guideliner, the stent became damaged. The sds was successfully removed from the patient and when it was removed from the guide catheter it was noted that "the radiopaque markers were no longer aligned." The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).